Event description:
The customer reported the unit will not power off. There are no signs of battery leakage in the battery compartment and the battery springs are not bent. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm powers off as it should. The alarm powers up when using customer's batteries and passes all functional tests however; there is battery leakage residue and corrosion on the flat contacts. Aqualert water indicator label shows moisture exposure. Note: the instructions for use on replacing batteries has a warning statement: do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sounds begins. Do not replace a single cell, but all cells in the alarm do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).